Manufacturer narrative:
Other contact person number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra -aortic balloon pump (iabp)requires to manually turn the setting on each time while using it connected to a network. No patient harm or injury reported.